Manufacturer narrative:
The cause of the discrepant falsely elevated pt inr results is user error. The account did not properly follow the labeling instruction (alert card) provided as a special package insert for the lot. The alert card instructs customers that the innovin reagent onboard stability on the sysmex ca-1500 instrument is limited to 3 days. The instructions for use indicates an onboard stability of 10 days. The customer did not adhere to the adjusted onboard stability as indicated in the alert card and used the reagent beyond three days onboard to process patient samples.. The siemens healthcare diagnostics customer care center- technical application specialist re-inforced the content of the alert card with the customer. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Falsely elevated prothrombin time-inr (pt-inr) results were obtained on patient samples. The patient results were reported to the physicians who questioned the results. The samples were retested with a fresh bottle of reagent placed on the instrument and lower results were obtained. Corrected results were issued. There is no indication that patient treatment was altered or prescribed on the basis of the falsely elevated pt-inr results. There is no report of adverse outcome to patients as a result of the falsely elevated pt-inr results.